Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed redness and fluid collection at the implantable pulse generator (ipg) site, infection was confirmed. Skin necrosis, wound dehiscence and erosion was confirmed. Antibiotic treatment was required. The ipg system was explanted and will not be replaced in the future. No further patient complications have been reported as a result of this event.